Event description:
Caller states the patient tested 3.9 inr and 2.9 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however the caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.